Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37642, serial# (B)(6), product type: programmer, patient.

Event description:
A family member of the patient reported that as of (B)(6) they are having issues with the patient programmer (pp) and cannot turn the implantable neurostimulator (ins) on. It was stated that they attempted to sync the pp with the ins but the screen would revert back to a warning screen asking them to press check key to sync with ins. Additional information received later on date notified reported that the patient has a loss of stimulation and feels the implant is off since (B)(6), with a lightning bolt seen on the implantable neurostimulator recharger (insr) indicating power is on. The patient cannot access the ins with the pp as it is only showing a "check ins" screen. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.